Manufacturer narrative:
The customer's reported complaint of the device snapping off at the notch was confirmed. A visual examination of the returned used device found the tip detached from the bullseye shaft however, the returned device does not show any signs of misuse by the customer. Although an examination was performed per design print and confirms the reported problem, a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in (B)(6) the conmed representative reported an issue with the kbr191, infinitytm anteromedial guide r 9/10mm, lot 1076022, that health sciences north recently experienced on (B)(6) 2020. It was reported that during an acl repair procedure, the physician hooked the kbr191 on the back wall of the femur and hyperflexed the knee. The kbr191 snapped off at the notch. It is noted the procedure was successfully completed using an alternate device with a 2-minute delay. It was confirmed all pieces of the device were removed from the patient and there was no impact or injury to the patient. No other information was made available. Although the fragment was removed, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.